Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. Patient experienced pain while wearing pod between 1 and 4 hours; there was no reported impact to patient's blood glucose levels.

Manufacturer narrative:
The device was returned with the cannula fully deployed and the pink slide insert was visible through the viewing window. The download data shows that the device ran 45 first prime pulses and was deactivated at 57 pulses. No damages or defects were found with the needle mechanism that would cause the needle not to retract. In addition, the soft cannula, formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported pain during insertion. The root cause of the reported events could not be conclusively determined. No other damages or defects were observed during investigation that could have contributed to the reported events or resulted in a failure of the device to deliver insulin.